Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #1). Additional emdrs were submitted to represent the two bard/davol ventralight st mesh (device #2 and device #3). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of three unspecified bard/davol ventralight st on (B)(6) 2017, (B)(6) 2019 and (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient sustained injuries on (B)(6) 2019 and (B)(6) 2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.